Manufacturer narrative:
(B)(4). Software version = 4.11j. Retainer ring = black. Customer complained about the unit having a moisture damage and cracks on the pump on event date of (B)(6) 2022. Unable to do the displacement test and failed the self-test due to pump error 54 triggered. Successfully downloaded history files and traces using thus. Pump error 3 alarmed during testing. Pump error 3 was present in the history download on event date of (B)(6) 2022 11:23:14.000. Pump error 54 alarmed during testing. Pump error 54 was present in the history download on event date of (B)(6) 2022 11:23:12.000. Esf# n/a, file number = 32149, and line number = 191. Pump error 54 occurred followed by pump error 3. Pump error 25 alarmed during testing. Pump error 25 was present in the history download on event date of (B)(6) 2022 07:10:19.000. Pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Could not retest the lithium ion battery for pump error 25 due to corrosion damage on the j6 on pcb 1. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor and harness assembly vibrator. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay, and faded serial number label damage. Cosmetic damage confirmed located at battery tube threads, cracked case and cracked case (battery tube). Moisture damage confirmed on the electronic assemblies. Pump error 3 and pump error 54 was confirmed due to hardware anomaly, problem isolated to the electronic assemblies. Pump error 25 was confirmed due to moisture damage on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had cracks and was exposed to water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.